Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl and they treated with bolus and after an hour blood glucose level was 560 mg/dl and treated with manual injection and after that blood glucose was 160 mg/dl. Customer did not report any symptoms related to high blood glucose. The insulin pump will not be returned for analysis.